Event description:
Report received of an over-delivery. The pump was programmed to deliver 24mls primacor over 10 mins followed by the pump being reprogrammed to deliver 56mls primcacor at a rate of 14ml/hr for 4 hours. The total prescribed dose was 80mls of primacor from a 100ml container. After 2 hours and 43 minutes, the pump gave an audible air in line alarm and the container was reported to be empty. The display read the total delivered volume was 31.6mls and the volume to be infused was 24.4mls. There was no reported adverse pt effect. No medical interventions were required. Though requested, no further info was available.